Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that the helix of the attempted pacing lead would not deploy. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.